Event description:
It was reported that during a laparoscopic right colon resection procedure, when the surgeon finishes the anastomosis, he begins poking and squeezing the anastomosis to find leaks. The device stapled correctly. However, there was a gap between the anvil and last staple on the tissue. A competitor's device was used to fire over the area and to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a cartridge present. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.